Event description:
It was reported that the pt had poor benefit from the device a few weeks after first fitting. During a second-look surgery, on (B)(6) 2013, the surgeon decided to re-implant the pt with another vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.